Event description:
It was reported that this implantable pacemaker was surgically revised due to leads were protruding through patient skin. Additionally, patient had hematoma. This device remains in service. No additional adverse patient effects were reported.